Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17620197m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a male patient, approximately (B)(6), underwent an idiopathic ventricular tachycardia ablation procedure for frequent premature ventricular contractions (pvcs) arising from the aorto-mitral continuity (amc) with an ez steer thermocool nav 4 mm catheter and suffered a vascular dissection (aortic) requiring medical management and extended hospitalization. The catheter was advanced retrograde into the left ventricle. After mapping was initiated, access was lost, as the ablation catheter floated into the left ventricular outflow tract (lvot). The physician withdrew the catheter back into the descending aorta and attempted to access the left ventricle 3 times with no difficulties traversing the aorta. On the 4th attempt, the catheter met resistance and would not advance. Fluoroscopy was being used. Physician was uncertain as to why the catheter met resistance. Remainder of procedure was aborted. No ablation was performed. Patient was asymptomatic. Patient was reported to be hemodynamically stable throughout the procedure. The following week, the patient returned to the facility. Aortic dissection was confirmed via computed tomography (CT). Patient was managed medically. Patient required 4 days of hospitalization as a result of the adverse event. Patient was discharged to home. Cardiovascular medical history includes cardiomyopathy with frequent pvcs and an aortic shunt. It was noted that the goal of pvc ablation was to improve ejection fraction. Physician¿s opinion regarding the cause of the adverse event is that it was a procedure risk. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.